Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting a replacement occurred that day. The implantable neurostimulator (ins) was removed with the complaint of heating. The caller returned the ins and implantable neurostimulator recharger (insr) for analysis. The caller noted that the insr appeared to look ¿well used¿ with cat hair.

Manufacturer narrative:
Device was returned but evaluation has not been done yet.

Event description:
On 2017-03-02, additional information was received that the patient's implantable neurostimulator (ins) and recharger (insr) were returned. The manufacturing representative reported that the connections were all good, but the patient reported heating when charging. It was clarified that they were never burned. On 2017-03-09, additional information was received from a healthcare professional reporting that the patient first started experiencing the burning sensation during recharging and hot/burning sensation of the ins heating from the inside since (B)(6) 2017. It was reported that an x-ray and CT scan was done for troubleshooting purposes. It was also reported that it was interrogated before the device was removed and it showed normal impedances. The device (generator) was replaced and was sent in for evaluation. The issues have been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The ins passed functional testing. Concluson code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a persistent thermometer icon seen on (B)(6) 2017. The patient started out charging and it felt prickly and then almost like a burning sensation. When she finished charging, the thermometer came up. The patient noted that she has to lie down while charging it because it¿s very temperamental. There was a burning hot sensation on the inside where the battery was placed. There was discomfort at the implantable neurostimulator site. The patient had never seen the thermometer screen until the night prior to the report. It was recommended that the patient minimize ambient heat sources and try to keep the antenna well ventilated and avoid pillows/blanks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional reporting that the patient has not yet contacted them about their burning sensation when they recharged their ins or about the hot/burning sensation of the ins heating from inside. They also reported that they would contact the patient. It was then reported that they contacted the patient telling them not to use or charge the device.